Event description:
According to the reporter: occurred during a video assisted thoracoscopy. The device misfired and was unable to retract blade and open jaws. The person was not injured or jeopardized. The surgery time was not extended by more than 30 minutes and re-operation was not necessary. There was no medical intervention and patient injury. Also, there was no reinforcement material used in conjunction with the stapling device. To complete the case, another loading unit was used.